Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument jaws were not moving. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument did not remain closed and was not stuck on tissue. No visible damage to the tips was reported; however, a damaged cable at the instrument wrist was noted. The instrument was not associated with tissue excision or patient injury. No images were available, and the instrument was returned for evaluation.